Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the medical procedure, when the subject balloon was advanced to the lesion and attempted to dilate, the subject balloon ruptured. The subject balloon was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the medical procedure, when the subject balloon was advanced to the lesion and attempted to dilate, the subject balloon ruptured. The subject balloon was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that although there was no problem at the preparation of the device, the balloon of the subject device got ruptured when the catheter was advanced to the lesion and attempted to dilate the balloon. Additional information states that the balloon was able to inflate successfully during preparation, the contrast agent was diluted, a syringe was used to inflate the balloon and the patient's anatomy was very meandering. It is probable that the device may have been damaged during navigation through the patients 'very meandering' anatomy, causing the reported balloon burst/rupture. An assignable cause of procedural factors will be assigned to the reported - balloon burst/ruptured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.